Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the patient was experiencing nerve and diaphragmatic stimulation as a result of high thresholds on the right atrial (ra) lead. The ra lead was removed and upgraded to a bi-ventricular defibrillator. No further patient complications have been reported as a result of this event.